Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the head was revised due to unknown reasons.

Manufacturer narrative:
See investigation attached.